Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) tissue valve implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that there was intermittent capture on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach due to abrasion while in vivo. It was noted that the outer insulation of the lead developed a breach due to rupture while in vivo, the outer insulation had a cosmetic abrasion, and the outer insulation of the lead was observed to have blood ingression. The analyst noted that continuity testing passed. Visual inspection found outer insulation cosmetic abrasion and breaching where the anchoring sleeve was tied down. The breached insulation is likely the cause for the electrical complaints.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.